Event description:
It was reported that the customer experienced low blood glucose. Customer's blood glucose was 40 mg/dl. Customer was doing activities and blood glucose went low. No troubleshooting done for low blood glucose. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.